Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced an elevated blood glucose level of 26 mmol/l sometime after changing his infusion set. He changed his infusion set again and three and a half hours later his blood glucose level was 27 mmol/l. The patient went to the hospital where he was treated via infusion. The patient later found that the cannulas he had been using, during the elevated blood glucose levels, were bent. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.